Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in multiple brief sensor alerts and signal loss to the ilet after which the user elected to replace the sensor. No adverse clinical symptoms were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with findings consistent with an electrical and magnetic component issue involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.